Event description:
Journal ref: hetzer, et al., quality of life and morbidity after permanent sacral nerve stimulation for fecal incontinence, arch surg, jan 2007; 142: 8-13. A prospective trail to assess morbidity and qol in 44 patients treated with sns. The article describes the results of a study to assess the quality of life and morbidity of long term sacral nerve stimulation for fecal incontinence. A total of 37 patients were implanted with a permanent stimulator. Short and long term complications are presented in the article. The article lists info indicating a patient experienced a wound infection at the stimulator implant site 4 weeks post-implant. Treatment involved removal of the stimulator.

Manufacturer narrative:
Journal reference: hetzer, et al., quality of life and morbidity after permanent sacral nerve stimulation for fecal incontinence, arch surg. Jan 2007; 142: 8-13. A prospective trail to assess morbidity and qol in 44 patients treated with sns. See scanned pages.